Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was not relieving their target symptoms of urinary frequency and urgency. Additionally, the patient reported that they were leaking all the time and did not want to change stimulation without consulting with their managing healthcare provider (hcp). Stimulation was confirmed to be turned on at the time of the call and set to 1.7 on program 3. The patient confirmed that the lack of therapy has occurred since implant and the patient was scheduled to see their hcp the (B)(6) following the call. Patient status is unknown at the time of this report and no device malfunctions were reported. Additional information was received on (B)(6) 2017 from patient reporting their device was still not working even after trying to make adjustments. Patient had access to their patient programmer but was seeing the low battery message on the patient programmer. Patient change the batteries during the time of the report and stated that the batteries did not last very long. Patient synced to programmer and it showed stim was off so patient was not able to increase because stimulation was off. Patient advised to turn stimulation back on and increase as appropriate. No further complications were reported. Information omitted pertaining to pe (B)(4) premature battery depletion of previous system.